Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 120911. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital (B)(6) initially reported via a distributor that the heater wire was disconnected from the expiratory limb of an rt340 adult dual heated evaqua breathing circuit. This was observed before patient use. When the subject breathing circuit was returned to and inspected at fisher & paykel healthcare in (B)(4), no fault was found with the expiratory heater wire; however, the water feedset tube of an mr290v vented autofeed humidification chamber was found to be damaged. The mr290v vented autofeed humidification chamber is included in the rt340 adult dual heated evaqua breathing circuit kit.